Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned modular neck and head impactor tip confirms several deep gouges and burrs in the plastic. The device shows significant signs of use. The device was manufactured in 2016. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure the instrument was found old/worn down and it cracked when impacting femoral head. No injuries or delays reported. Backup device was available.